Event description:
Pt pulled out indwelling foley catheter which broke and left approx 12 inches in the pt's urethral. The physician was able to manipulate the penis and remove the indwelling portion. A new catheter was placed by the urologist without difficulty.